Event description:
It was reported that syringe 5ml ls emerald had a broken plunger rod. The following information was provided by the initial reporter: "5ml syringes with broken plungers and other syringes with missing tips".

Manufacturer narrative:
H.6. Investigation: as samples were unavailable for return, twenty retained samples were obtained for evaluation by our quality engineer team. Through examination of the retained samples, no defects were identified. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system which inspects all product and automatically rejects any syringes with broken parts. Root cause could not be determined and the complaint is unconfirmed. DHR was performed. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's h3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used as a default.

Event description:
It was reported that syringe 5ml ls emerald had a broken plunger rod. The following information was provided by the initial reporter: "5ml syringes with broken plungers and other syringes with missing tips".